Event description:
Patient was having a tavr procedure in the operating room. Valve was placed without difficulty and when the delivery system was being removed part of it broke within the sheath. Broken piece of delivery system and sheath could not be readily removed. After multiple attempts the broken piece and the sheath were removed but iliac arteries and distal aorta were damaged and patient required stents to the iliacs and distal aorta. Patient also required a blood transfusion. Patient ultimately died the following day. This is report #1 filed for the delivery system. Report #2 will also be filed for the esheath. FDA safety report ID(s)#: (B)(4).

Event description:
Additional info received from reporter on 02/19/2021 for mw5099482. A tavr procedure was being done in the hybrid operating room. The edwards sapien valve was placed in the aorta. Upon completion of the procedure, the delivery system was being removed and would not pass easily through the 16fr esheath. The physician felt a "pop" and pulled the delivery system back through the sheath. Only a portion of the delivery catheter came out as a portion broke off in the patient. The patient then required stents in the iliacs and distal aorta due to dissections. The patient required blood transfusions during the procedure and ultimately died (B)(6) 2021 in the ICU. This is a duplicate submission. Original submission was on 2/16/21. FDA safety report ID # (B)(4).